Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button was intermittently delayed in responding to presses. There was no impact to the customer's blood glucose levels. The customer applied more force to the wake button to resolve the issue, and continued to use the pump for insulin therapy.